Event description:
The manufacturer received information in relation to a ds2adv CPAP device with a customer allegation of device not working. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for evaluation. During the evaluation of the device, the service technician observed that the pca was burnt, and pca, adv CPAP w modem, intl needed to be changed. The device will be sent to pil for further investigation. Should additional relevant information become available, a supplemental report will be submitted.